Event description:
The dental implant fx4508swc was removed on (B)(6) 2018 due to failure to osseointegrate within 8 months and 7 days after implantation. The doctor noted local infection during the surgery. The patient has medical history of hypertension. The patient has recovered without complications.